Event description:
Patient in for routine changeout of ICD generator and leads. Uneventful procedure approx at 1115-1230. Device tested appropriately per md. At 1240 to pacu. At 1345 to sds. At 1625, patient screaming that ICD was delivering shocks. At 1630, md arrived and EKG showed st with pvcs. Patient admitted. At 1720, sbp now 90s from 130s, moved from sds to floor. At 1746 bp wnl. Rep arrived and interrogated device, patient had received 16 shocks as was in vfib prior to arrival to floor. At 1800, tachy rhythm followed by brady and respiratory failure. Code called, CPR and acls protocol initiated. Patient received multiple shocks from aicd as well as external defibrillator. Approx 37 min later, patient pronounced.